Event description:
It reported pump quick bolus/wake button is difficult to press and/or requires multiple presses to turn on pump screen. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.